Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, nausea, sinusitis, rhinitis, fatigue and nodules in the thyroid. The patient did receive medical intervention and reported to have testing in progress. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.